Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and noise signals. A revision procedure was performed, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.